Event description:
During a lower anterior resection procedure, a cs29 was positioned into the distal stump via an idrivec. The anvil was put in place via an automatic purse string device, and was connected to the trocar. The cs29 was closed and fired fine with all indicator lights on the idrivec as normal. The cs29 was removed, and the donuts were inspected: in the distal donut, an under-formed staple was identified. On the anastomotic ring, the surgeon saw two other under-formed staples that were not completely b-shaped. These were located on the anterior side of the anastomosis, and a leak was identified during the pressure leak test. A suture was used to close the leak and to reinforce the anastomosis.

Manufacturer narrative:
Evaluation summary: cs29 anvil staple pockets showed underformed staple formation, and the cut ring showed knife imprint. Unit failed calibration because of damaged clamp drive clip. Idrive clamping shaft turned without closing of cs29 anvil. The picture shows a damaged clamp drive clip.